Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device location was not provided and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the plunger of both proglide devices was unable to be depressed. The user did not feel the needles deploy or the "click" of this step. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Returned device analysis revealed a guide break and bend at the distal end of the guide tube on one of the proglide devices. Follow-up with the account confirmed that this occurred during the procedure. The actuator wire was still intact. There was no resistance during advancement. The lever was returned to the original position and the foot was closed prior to removal. The was no resistance during removal of the proglide device and it was simply withdrawn. There was no tissue damage. Additionally, the return device analysis of the other proglide device revealed that there were two prolapsed tabs, and one tab separated (not returned) in the anterior cuff. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy the plunger could not be confirmed as the device was returned with the plunger deployed and removed. In addition, the returned device analysis found one anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to deploy the plunger could not be determined as the device was returned with the plunger deployed. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.